Manufacturer narrative:
The customer reported that this multigas unit displayed a gas module error message. The issue was discovered during setup. The customer tried the unit on multiple bedsides and changed the water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this multigas unit displayed a gas module error message. The unit was not in patient use at the time.